Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device, concomitant sensor and cable were investigated. The rad-97 passed visual inspection and was confirmed to be functioning as designed. The sensor and cable passed visual inspection, continuity testing and were confirmed to be functioning as designed. The sensor and cable provided the expected spo2 and pulse rate readings during simulation testing. One of the returned sensors was unopened and therefore was not investigated, because it was not used during the reported issue. Initial reporter postal code exceeded the maximum allowable characters, postal code is: (B)(6).

Event description:
The customer reported an inconsistency observed in the oxygen saturation values with the displayed values being lower than expected. There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported an inconsistency observed in the oxygen saturation values with the displayed values being lower than expected. No patient impact or consequences were reported.